Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent damage / malfunction was identified with the implant that would have contributed to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1246902. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246902 for similar events and one (1) other complaint was identified (B)(4). Review completed utilizing keywords: ¿allergic reaction.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root causes determined from the investigation are external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number k013227.

Event description:
It was reported that in (B)(6) 2023, the patient visited the clinic because of missing teeth in the upper left 1. After examination, dental implant surgery was performed and 3.7*11.5 zimmer tsv implant was placed. Initially stable and good, on (B)(6), the patient found pain at the implant site, came to the clinic and found an allergic reaction, so the implant was removed. Tooth site 21. Symptoms as a result of the event: pain.